Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was unable to be removed from the monitor. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A review of service data detected a reportable malfunction. During servicing, electrode belt sn (B)(4) failed incoming functionality testing